Event description:
In 2005 - a dental implant was placed in tooth location #4. Subsequently, the pt was experiencing pain. Two week later - the implant was removed from the pt's mouth. Six and half months later - the clinician was contacted. He stated the implant was removed primarily because of pain. After the implant was removed the pt's pain dissolved. The pt was re-implanted with a shorter length implant. The pt was seen post-operative and is doing well.